Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date with lot number 626221. It was reported that in 2013 consumer had hysterectomy. Her doctor informed her that one of the essure coils was floating around (had come loose) inside her. Physician did not know what it was until he removed it. She received ziac as concomitant medication. Follow-up information received on (B)(6) 2015 - ptc investigation result: ptc global number: (B)(4) final assessment: production date: 11/2007. Expiration date: 10/2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the essure coils was floating around (had come loose) inside her. A hysterectomy was performed to remove this coil. This event, interpreted as device dislocation, is listed according to the reference safety information for essure. In this particular case, there is limited information. However, considering the nature of this event and implied temporal relationship, the device dislocation is considered related to essure. This case was regarded as incident since a device removal was required. Based on the available information, including review of batch documentation, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 06-nov-2015: the required number of follow-up attempts have been completed, with no response to date.